Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened all buttons dome switch. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.